Event description:
Broken haptic. Damaged haptic before implantation. No patient involvement. The event occurred in china. There was no adverse impact to patient. It was reported by the hospital to local authority.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated - corrected to yes. Additional information: d9 - added date product was returned to manufacturer. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was returned. No abnormalities were found in production and inspection records of the product. ((B)(6); model: py-60r). The iol was found inside the injector tip. The leading haptic was detached from the optic and was out of the injector. The slider was advanced backward. The rod was not advanced. Trace of lubricant was found inside the injector. In addition, research in our complaint database indicated there were not any similar complaints in the same production lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Broken haptic. Damaged haptic before implantation. No patient involvement. The event occurred in (B)(6). There was no adverse impact to patient. It was reported by the hospital to local authority.